Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, patient underwent a (right) proximal lateral tibial plate revision due to pain and non-union. Proximal screws had backed out. Patient was revised with a variable angle (va) proximal lateral tibial plate and a medial plate. Patient was originally treated on (B)(6) 2021, for a proximal tibial fracture. This report is for a locking compression plate (lcp) proximal lateral tibia plate. This is report 2 of 7 for (B)(4).

Event description:
This report is for unknown screws.